Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up. Upon device interrogation, the device exhibited false elective replacement indicator. A firmware download was performed to clear the false alerts. No patient symptoms were reported. The patient would continue to be monitored.